Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced headaches, nausea and vomiting following the procedure. The physician suspected that the patient had developed leakage of cerebrospinal fluid. A blood patch was administered and the device was removed. There have been no reports of further complications regarding this event. The patient experienced effective pain relief while implanted and plans to move forward with a permanent implant in the future.